Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow-up, the customer changed the type of infusion set used.

Event description:
It was reported that the customer's blood glucose (bg) level was 392 mg/dl and the cause was not known. Correction bolus was delivered and insulin injections administered. Tandem technical support (cts) assisted the customer with performing a pump system check. Air bubbles were observed in the infusion set tubing and cartridge pigtail. While priming the air out, more bubbles appeared. Upon follow-up, cts assisted the customer with changing the pump supplies.